Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37754, serial# (B)(4); product type recharger product ID 3387s-40, lot# v020895, implanted: 2007 (B)(6); product type lead product ID 3387s-40, lot# v020895, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37761; product type recharger

Event description:
A consumer reported that when they recharged the implantable neurostimulator (ins), the battery was decreasing and not increasing. The patient always had all eight coupling boxes when they recharged the ins. The patient hated the recharger and they had been having a lot of trouble with the recharger. The patient also mentioned the desktop charger got warm. The patient's indication for use is epilepsy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.